Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank and insulin pump had a constant tone. Customer's blood glucose was 300 mg/dl and was treated with manual injection. After troubleshooting, customer reported that constant tone was resolved. Customer also reported that contacts on battery cap were damaged. Customer was advised to allow insulin pump to rest without battery and then install new battery and call back should issue persist.